Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is approximate. Month and year valid. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown baclofen 250 mcg/ml at 124.99 mcg/day and dilaudid 10 mg/ml at 5 mg/day via an implanted pump. It was reported the patient was not sure the pump was working right because the degree of back pain had been increasing considerably over the last two months ((B)(6) 2017). The change in therapy/symptoms was sudden. The healthcare provider (hcp) thought the increase in pain was due to other issues, possibly a new issue with her hip. On (B)(6) 2017 imaging was done including a MRI, ultrasound, and x-ray. There was no definitive diagnosis yet. The patient believed her condition had changed and that was the reason for the increased pain. Per the patient, the pain was similar to withdrawal symptoms. No further complications were reported/anticipated or expected.